Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and a fall-off test. The cause for the failure was isolated to an open black pulse wire in the trunk cable insulation. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.